Event description:
Procedure type: colectomy. According to the reporter: closed lumen of colon after firing ta45 to avoid contamination during further surgery. Noticed leakage of feces through staple line. Under further investigation, the staple line was defect. Colon was placed extracorporally, and thus no damaged caused to the pt. No extension of surgery time by more than 30 minutes, no blood loss of more than 250cc, no anticipated loss or irreversible damage to vascular tissue, nothing fell into pt cavity. To correct the problem: fired new staple line. No pt injury reported.

Manufacturer narrative:
(B)(4).